Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter would not power on when the ok button was pressed. The complaint was classified based on the customer care advocate (cca) documentation. The patient was unable to recall when the ok button stopped powering the meter on. She indicated that the meter¿s battery had been changed the previous month. The patient manages her diabetes with 40 units of levemir insulin and novolog insulin which she self-adjusts. She reported that she continued with her usual dose of medications following the start of the alleged issue. She indicated that 2-3 months later, she developed symptoms of ¿sleeping a lot, high blood glucose and boils¿. She denied receiving any treatment as a result of the alleged issue with the meter but reported that she had subsequently been hospitalized with septicemia and had been operated on. At the time of troubleshooting, the cca noted that the meter was not being used for the first time and based on the information provided there was no misuse of the product. The meter would not turn on when the power button was pressed. Based on the information provided, the meter¿s battery did not need to be replaced. The cca was unable to confirm if the patient was using the correct test strips as the patient is in a wheelchair and she was unable to move around to obtain the test strips to insert into the meter. As a result, the issue remained unresolved. A replacement meter was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms that meet lfs¿ criteria for a serious injury adverse event, after the alleged product issue began and the patient had continued with her usual diabetes management routine.